Manufacturer narrative:
Pump was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test. Pump was cut open to perform visual inspection and found moisture damage on the pcb1 board during visual inspection. Successfully utilized thump to download history files. Pump error 130 confirmed in pump history files on 01/27/2024 15:06:03.000. Pump error 43 confirmed in pump history files on 01/27/2024 14:59:25.000. Pump error 68 confirmed in pump history files on 01/27/2024 15:05:48.000. No moisture damage noted to the motor assembly per visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, battery cap contact missing, cracked keypad overlay, missing window display cover, corroded home switch, and stained serial number label. Pump error 130, 43, and 68 alarm confirmed in pump history. Blank display confirmed due to moisture damage to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump got wet and had a blank display while changing the battery. It was also reported that the customer received the error code: this alarm was generated when the pump detected movement in hall sensor counts that was unexpected since the pump did not command motor movement (pump error 130), an error in the motor was detected by reading an unexpected value from the hall sensor (pump error 43) and trace pointers are invalid (pump error 68). Troubleshooting was performed and the customer was unable to clear the alarms. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis